Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Evidence indicates that the loose header was caused by external stress during the explant procedure. Manufacturing enhancements have been implemented to make the header bond more robust.

Event description:
Boston scientific received information that during an explant procedure for elective replacement indicator (eri), the physician noticed the header was not properly bonded to the case of the pulse generator. The loose header was not detected until the procedure as there were no previous measurement issues and no loss of therapy occurred. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
--